Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lateral interbody fusion(olif) surgery due to lumbar stenosis. Intra-op, while impacting the cage into the disc space, the inner shaft was broken. The broken tip of the inserter was retrieved and the procedure was completed without incident. No any patient complications were reported due to this event.

Manufacturer narrative:
Product analysis results: visual review confirms the interbody threaded shaft is broken almost down past the thread portion of the tip. There is only about 2 threads remaining. No surface defect identified that could contribute to crack propagation. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of fatigue, with directional river lines consistent with overload. There is a slight angulation that correlates to the direction of the river lines indicating a bending moment. These type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.